Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies. Bench analysis revealed that one diode failed in-circuit testing. Conclusion: the functional test failures seen during service and repair of the device were caused by a diode component failure.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however, it was noted there was no ventricular output due to the heart lead flex being out of electrical specification with a shorted diode. It was also noted that the upper case was damaged, the knobs were contaminated, one side bail cover was broken and the keyboard was scratched.

Event description:
It was reported that when measuring pulse width with the external pulse generator (epg), the ventricular output measured 9.14 ms, which was out of specification. The epg has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.